Event description:
It was reported that a lead was opened and not used. The lead was reported to be "fine" when opened, but the doctor accidentally bent the lead. The doctor decided not to implant the lead. Another lead was implanted. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).